Manufacturer narrative:
Our product evaluation lab received one model 120804fp catheter without any attached components. The balloon latex appeared deteriorated, with some holes observed on the distal side of the balloon latex. The balloon did not inflate due to leakage from the distal side of the balloon. After cutting the proximal windings, the edges of holes did not appear to match up. Latex deterioration is a condition usually caused by age, excessive exposure to light, atmosphere, or ozone. Appears on the balloon surface as a maze of fine cracks or crazing. The condition may occur in a small area or cover the entire balloon. No visible damage was observed from both windings and the catheter body. A device history record review was completed and documented that the device met all specifications upon distribution. The customer report of the balloon of the fogarty catheter did not inflate was confirmed on evaluation. An engineering evaluation has been initiated to assess for any manufacturing related processes which could be correlated to the complaint. Complaint histories for all reported events are reviewed against trending control limits and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
It was reported that prior to use, the balloons on three fogarty catheters failed to inflate during the inflation test. The next day, the same issue occurred with two more catheters. Both procedures were for the same patient. There was no patient injury reported. The catheters came from two different lot numbers. It was noted by the customer that the catheters are delivered to them with minimal delay and are then stored in the catheter lab, with five catheters contained within the outer box. The catheters are then taken out of the box when needed for procedures. This report is for one of three catheters from lot 63349774, which were associated to the first procedure.

Manufacturer narrative:
An engineering evaluation was initiated to assess for any manufacturing-related processes which could be correlated to the complaint. A product risk assessment addresses balloons with fragmentations for embolectomy catheters, and a CAPA to address this issue is currently in its implementation phase. The CAPA investigation concluded that the root cause is exposure of latex to ozone, which can happen when the pouch packaged device is stored in rooms with high energy ionizing radiation sources that could generate ozone e.g. Fluoroscopy machines, x ray machines, uv lights, hvac sanitation equipment, etc. As a result, fca 90905 was voluntarily initiated instructing customers to return any product which has been stored in the same room as high energy ionizing radiation sources which emit ozone. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.